Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) amia automated pd cycler sets leaked from an unspecified location. This was observed during setup for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5: there was no event of leak from an amia automated pd cycler set. Therefore, the cassettes are no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.